Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels. Bg value was not provided. Reportedly, the possible cause of elevated bg was due to the customer moving and not having a regular routine. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.